Manufacturer narrative:
Flap thickness was verified and confirmed a 20 um too thin z-offset setting on the device. Log file review showed inclined offset in factory was+45. The inclined offset is at +20 which is unusually low and indicates a thinner cut in general. Clinical review stated the cases seem to be vertical gas breakthrough caused by to thin flaps. The root cause was determined conclusively as a wrong calibrated tool was used to calibrate the device. Wrong calibration of the tool leads to wrong z-offset setting on the device which is the cause for thin and therefore incomplete flaps. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
A customer reported a huge opaque bubble layer below the canal and inferiorly in the right eye. While lifting the flap there was a huge resistance interiorly in the opaque area, the cut consisted of multiple layers of dissection through the stroma and the flap was thinner than usual. Due to flap resistance and the incomplete flap an instrument was used to cut the flap. The surgeon proceeded with excimer laser. The patient noted not being able to see well postoperatively. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.